Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during routine device change out of this pacemaker, a three second pause in pacing was observed when the plasma blade came in contact with the can. The device was checked after explant and no alerts were noted. It was reported the patient is pacer dependent. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Review of device memory found the device had recorded rests during the explant. Analysis concluded the device likely went through a system reset when the plasma blade came in contact with the device casing.

Event description:
--